Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button depression, test strip insertion and usb (universal serial bus) cable insertion. Reader was connected to pc and software , however did not recognize the reader. Visual inspection has been performed on the returned usb/charging cable and no issues were observed. No opens or shorts were observed. Observed that the usb/charging cable passed testing. Visual inspection has been performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. The voltage was measured and all results were within specification range. Power adapter passed testing the reader was further de-cased. Visual inspection was performed on the reader and liquid contamination was observed. Reader log was unable to be downloaded due to liquid contamination. Therefore, issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Section d4 (serial number) was updated to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power/ battery issue with the use of the abbott diabetes care (adc) device was reported. The customer was unable to perform a blood glucose test due to the device not powering on by pressing the power button or by test strip insertion. As a result, the customer experienced symptoms described as ¿chest unconsciousness,¿ was unable to provide self-treatment, and subsequently had a seizure. The customer presented to the hospital and had a contact with a healthcare professional (hcp) who obtained a blood glucose measurement of 5.5 mmol/l on the hcp meter and treated the customer with glucose solution via injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid lot or serial number was not provided; therefore, it is not possible to check DHR for cable and adapter. A tripped trend review was conducted for the reported complaint and freestyle libre reader; no trends were identified that would indicate any product related issues. It was determined that there was no indication that the product did not meet specification the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power/ battery issue with the use of the abbott diabetes care (adc) device was reported. The customer was unable to perform a blood glucose test due to the device not powering on by pressing the power button or by test strip insertion. As a result, the customer experienced symptoms described as ¿chest unconsciousness,¿ was unable to provide self-treatment, and subsequently had a seizure. The customer presented to the hospital and had a contact with a healthcare professional (hcp) who obtained a blood glucose measurement of 5.5 mmol/l on the hcp meter and treated the customer with glucose solution via injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.